Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtpoms: dizzy, incoherent, "high blood sugar". The pharmacist and care giver reported that the patient could not test on the meter and was hospitalized. The meter allegedly was prompting "not ok" and "redo check". There was no result obtained from the patient's meter. There was a result of 400mg/dl documented from the hospital. The source of the result is unknown. There was no comparison between the patient's meter and the doctor's meter. The treatment was unknown. No further information has been reported.